Event description:
It was reported that several bd nano¿ 2nd gen pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported finding 1/3 of this box so far clogged during injecting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd nano¿ 2nd gen pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported finding 1/3 of this box so far clogged during injecting."

Manufacturer narrative:
H.6. Investigation: customer returned an insulin pen as opposed to the reported clogging/bent pen needles. No samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.